Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic procedure, the surgeon could squeeze the handle, but the clip would not load. Another device was used instead. There was no patient involvement.